Event description:
Our affiliate is reporting that during an arthroscopic knee repair, the surgeon observed metal shavings emanating from 2 unidentified instruments from an acl disposable kit and falling into the knee joint. All of the debris was removed and the procedure was concluded successfully without further issue or harm to the pt. Also see associated MDR 1221934-2009-00517.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.